Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00056, 3012447612-2019-00057, and 3012447612-2019-00058.

Event description:
It was reported that the tips of a screw inserter and two driver bits fractured off while removing previously-implanted screws to address adjacent level disease progression. There were no reported patient impacts. This is report one of three for this event.

Manufacturer narrative:
Additional information: current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tips of a screw inserter and two driver bits fractured off while removing previously-implanted screws to address adjacent level disease progression. There were no reported patient impacts. This is report one of three for this event.

Manufacturer narrative:
UDI number: na. Additional information: methods, results and conclusions - the returned device was examined. The tip was fractured and twisted. The complaint is confirmed. The cause is likely related to a larger force needed to remove final tightened implants, possibly combined with not being fully seated, which caused the mechanical failure. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Event description:
It was reported that the tips of a screw inserter and two driver bits fractured off while removing previously-implanted screws to address adjacent level disease progression. There were no reported patient impacts. This is report one of three for this event.